Manufacturer narrative:
Concomitant medical products: enbf2816c166e stent graft, enlw1616c124e stent graft, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, possibly resulting in the patient being paced below the lower rate. The lead remains in use. No patient complications have been reported as a result of this event.